Event description:
Complainant alleged that the clinician was monitoring a 38 year old male pt with the device, using electrodes. The device displayed the pt's electrocardiogram rhythm for the first five minutes, but then the screen displayed a straight line. The pt's electrocardiogram was not available in leads I, ii, or iii. The clinicians then changed the cable, but the device still displayed a straight line in all leads. The clinician obtained another device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.